Event description:
It was reported that the patient was not getting an adequate stimulation despite reprogramming done. The paddle lead had high impedance, and thru x-ray it was determined that two contacts were separated from the paddle lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.